Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving bupivacaine 16.0 mg/ ml at 0.284 mg/ hr and dilaudid 2.0 mg/ ml at 0.355 mg/ hr via an implantable pump. The indication for use was spinal pain. The patient's pump was alarming. The patient had to leave the state emergently. The patient was moving to mo and had an appointment (B)(6) 2015 at a hospital in (B)(4). The patient was having car problems and was in (B)(6) the day of the report. The patient's refill date was (B)(6) 2015 the pump started to critically alarm. The patient was seeking assistance in finding an hcp to fill the pump. No patient symptoms reported. Intervention and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.